Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with restorelle directfix posterior and restorelle directfix anterior mesh. Later the patient experienced pain, infection, urinary and bowel problems, recurrence of symptoms and bleeding. The pessary was removed, the patient was on levaquin and had concerns about recurrent urinary tract infections. The patient underwent a vaginal hysterectomy, high uterosacral ligament suspension, vaginal repair of enterocele, anterior and posterior colporrhaphy and cystoscopy. No explant procedure was reported.